Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with tight stenosis at the beginning of the vessel. The 7x100 mm absolute pro self expanding stent broke during deployment but was implanted and another stent was implanted to treat the broken stent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and the reported activation failure were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the tightly stenosed anatomy resulted in the noted device damages (wrinkled sheath in two places) resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Interaction/manipulation of the compromised device resulted in the noted stretched and bent stent struts and ultimately resulted in the reported/noted stent material separation. As reported, the separated portion was retrieved via snare. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed MDR report, it was reported the vessel had tight stenosis stent only partially deployed when a portion of stent separated. The separated portion was retrieved via snare and the rest of the stent deployed after the procedure. Another stent was implanted to treat the target lesion. No additional information was provided.